Event description:
New information received stated that the implantable cardioverter defibrillator was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient received an inappropriate defibrillator shock due to supraventricular tachycardia. No intervention was reported. The patient was recovering.